Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The inform the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had audio issue that insulin pump was not beeping. Customer¿s blood glucose level was unknown. Customer¿s mother assisted with troubleshooting from helpline. The device will be returned for analysis.